Manufacturer narrative:
Correction made to section h - evaluation conclusion codes. From: known inherent risk of procedure; 22. To: no problem detected; 67. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, blood was noted out of the inner lumen of the balloon. The balloon was removed from the patient and the customer tried to inflate the balloon outside. There was no alarm on the console. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, blood was noted out of the inner lumen of the balloon. The balloon was removed from the patient and the customer tried to inflate the balloon outside. There was no alarm on the console. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with no visible blood on the catheter. Maquet guidewires, extender tubing, 6¿ sheath, angiographic needles and t-handle w/retainers were also returned. The returned maquet sheath was separate from the iab. Three catheter tubing kinks were observed approximately 58.4cm, 72.6cm & 74.7cm from the iab tip. Additionally, a catheter tubing/inner lumen kink was also observed near the y-fitting at approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. The returned condition of the product indicates that the reported leak likely resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # 277949

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, blood was noted out of the inner lumen of the balloon. The balloon was removed from the patient and the customer tried to inflate the balloon outside. There was no alarm on the console. There was no reported injury to the patient.